Event description:
It was reported that during an abdominal hysterectomy procedure, the surgeon had difficulties opening the instrument jaws after stapling. Took another instrument to complete the case. No patient consequence.